Event description:
On (B)(6) 2011 the patient underwent an endovascular report of an abdominal aortic aneurysm using the gore excluder aaa endoprostheses. Final angiography showed a ruptured iliac artery which was successfully repaired using additional gore excluder aaa endoprostheses. According to the physician, the diameter of the left external iliac artery was only about 5mm at the thinnest part, compared with the od of 6.8mm of the used 18fr introducer sheath ((B)(4)). He also reported strong resistance when he inserted the introducer sheath.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, the access vessel should be of adequate size and appropriate tortuosity of the insertion of the introducer sheath. If the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient may result.